Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of 254, 297, 247, 326 and 255 mg/dl. The customer¿s expected blood glucose test results are 140 mg/dl am fasting and 200 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/31/2025 and test strips were opened 7 days prior to the call. The meter memory was reviewed for previous test result history: result 1: 254 mg/dl, date: (B)(6) 2024, time: 8:54 am fasting. Result 2: 297 mg/dl, date: (B)(6) 2024, time: 8:53 am fasting. Result 3: 247 mg/dl, date: (B)(6) 2024, time: 8:49 am fasting. Result 4: 326 mg/dl, date: (B)(6) 2024, time 10:31 pm fasting. Result 5: 255 mg/dl, date :(B)(6) 2024, time: 9:19 am fasting.